Event description:
The pt was implanted with the trial scs system consisting of a permanent paddle lead on (B)(6) 2007. Upon completion of the trial on (B)(6) 2007, the paddle lead was connected directly to the ipg. Intraoperative and postoperative diagnostic lead impedance testing showed low and invalid contacts and the amplitude could not be increased. The invalid contacts were needed to provide stimulation where the pt needed it. On (B)(6) 2007 and (B)(6) 2007, lead impedance testing again showed invalid contacts. In addition, the pt reported that the programmer displayed an error message on (B)(6) 2007. The lead was disconnected from the ipg and tested on (B)(6) 2007. All contacts showed normal impedances; therefore, only the ipg was replaced. The explanted ipg was returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.